Event description:
User received erroneous ckmb and troponin t results for one pt sample. The sample was collected in a green top plasma sample tube which was spun for six minutes. The sample was repeated on another c6000 at customer site. Initial ckmb gave 4.96 u per l; repeat gave 3.1 u per l. Initial troponin t gave 0.3 ng per ml; repeat gave less than 0.1 ng per ml. The pt was redrawn the same day and that sample was tested on the other c6000 giving ckmb of 3.5 u per l and troponin t of less than 0.1 ng per ml. User said the physician's assistant questioned the initial results reported and did not act on the results. Pt was not adversely affected. The field service rep determined the sample and reagent probes were misadjusted and aligned sample and reagent probes to center of cup. Instrument testing, calibration, controls and precision checks were performed to verify analyzer performance and were within specification.